Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2014 with the following findings: the initial complaint, of a button responsiveness issue, could not be investigated due to a power failure issue. Visual inspection revealed that the keypad cover was torn at the up arrow button. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Moisture was evident behind the display lens. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display. The pump case was removed, and evidence of moisture ingress was observed on internal keypad-related components. All of the aforementioned device failures are related to keypad dysfunction events.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.